Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump. It was reported that the patient reported to the emergency department with sudden, worsening lower back pain without known cause. CT scan was unremarkable. Patient was started on IV hydromorphone, oxycodone, and pregabalin. They were admitted for observation. There was concern that the pump was not functioning as intended noted by the patient and hospitalist. They were scheduled for a pump adjustment/evaluation. The patient was discharged on (B)(6) 2025. The pump was interrogated; no alarms were noted. It rate, bolus dose, and bolus duration increased in effort to improve pain control. The patient reported significant improvement following it rate increase.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.